Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Laparoscopic surgery (kidney or prostate) - this is a complaint from the market. Administrative no. (B)(4). The event unit and a fragment will be returned to amr. As the lot number of the event unit could not be identified, no credit or replacement is needed. Please refer to the complaint sheet for investigation." Complaint sheet - "the physician found a broken piece of the septum in the body cavity and retrieved it during a laparoscopic surgery performed on the kidney or the prostate. The event unit and the fragment were returned to olympus and visually inspected. The septum was found to be torn and had no missing portion. The fragment was approx. 3.0 mm x 1.9 mm and appeared to be a broken piece of another instrument. (B)(4) attempted to identify the source of this fragment but could not obtain information about it. As the lot number could not be identified, no credit or replacement is needed. The unit and the fragment will be returned to amr for further evaluation. Admin# (B)(4)." Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragments. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned did not match the seal when visually inspected, however it was noted that all fragments were retrieved from the patient body. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"Laparoscopic surgery (kidney or prostate) - this is a complaint from the market. (B)(4). The event unit and a fragment will be returned to amr. As the lot number of the event unit could not be identified, no credit or replacement is needed. Please refer to the complaint sheet for investigation." Complaint sheet - "the physician found a broken piece of the septum in the body cavity and retrieved it during a laparoscopic surgery performed on the kidney or the prostate. The event unit and the fragment were returned to olympus and visually inspected. The septum was found to be torn and had no missing portion. The fragment was approx. 3.0 mm x 1.9 mm and appeared to be a broken piece of another instrument. (B)(4) olympus attempted to identify the source of this fragment but could not obtain information about it. As the lot number could not be identified, no credit or replacement is needed. The unit and the fragment will be returned to amr for further evaluation. (B)(4)." Patient status - no patient injury